Manufacturer narrative:
Investigation: a visual inspection revealed that there were no non conformities with the scissors. There was some evidence of blood. A pre-cautery test was performed on the device with a reference generator and bipolar cord. The device did not pass the pre-cautery test, it could not produce steam or heat. Based upon this, the reported failure "failure to deliver energy" was confirmed. A lot history record review was performed for the reported lot, and there were no non-conformities which could have contributed to the reported failure mode. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, when cutting branches, the bipolar scissor's electricity went off. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product was returned.